Manufacturer narrative:
Confirmed that device was discarded and will not be returned for eval. Original packaging was discarded, and lot number was requested but unk. No sample is expected for this complaint but similar complaint from same user facility for same pt is contained in MFR report #2936999-2014-00287. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
One sample of adult specialized shiley tracheostomy tube was received for evaluation. An inflation/deflation test was performed, using a 18cc syringe, air was applied to the cuff and it was observed that the pvt inflation system worked properly. The sample was left inflated for 18 hours and reviewed for deflation or inflation according to process instructions. No issues were observed. The returned device was then observed at 24 hours and no deflation or inflation issues were noted. The customer reported failure mode was not verified. (B)(4).

Event description:
Covidien received report from the USA that a pt has reported to her healthcare provider that during use of her custom tracheostomy tube the cuff spontaneously inflated during use. The pt reported that there was no syringe connected to the balloon when the event happened. The spontaneous inflation occurred during the day when the pt normally has the cuff deflated. No pt harm reported. Exact date of event is not known.